Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, the product analysis could not be performed. Non-detachment such as the one reported herein is usually attributed to a break in the electrical circuit which prevents the electrical energy delivered by the controller from reaching the heater coil to detach the implant from the delivery system. The information provided indicates that three v-grips were used to attempt detachment and all three controllers displayed a red led indication. This indicates that the break in the circuit was in the coil and this non-detachment is most likely, not attributed to the controller. The information provided indicates that the coil passed the pre-test but after navigating to the target location, the led indicator was red. It is possible that the electrical circuit of the delivery system for the coil may have encountered damage as it traversed the vasculature to reach the target site. While it cannot be definitely confirmed with the device not being available for evaluation, this is a plausible theory that aligns with the information provided. The device was not returned for evaluation; therefore, the root cause of the complaint cannot be determined. While not definitively determinable, it is possible that the device's electrical circuit incurred some damage as it was being traversed through the vasculature and resulted in the reported non-detachment. Due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered, especially when pulling back against a felt resistance. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. Additionally, under "warnings and precautions" the IFU states: "due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration."

Event description:
It was reported that during coil embolization of a posterior communicating artery aneurysm, the implant coil would not detach. During repositioning, the coil began to stretch. A stent was implanted to affix the coil to the internal carotid artery wall. The coil was then intentionally stretched down to the femoral artery insertion site, where the stretched coil was sutured in place. The patient's condition was reported to be "good" after the procedure.